Manufacturer narrative:
(B)(4).

Event description:
It was reported and confirmed that there was a pump motor stall with no recovery recorded. The pt had an MRI a few hrs prior and had another one on the previous day when the pump originally stalled. The pump still showed the original stall from the previous day. It was stated that the original stall might not have "cleared" because the pump was not read, and the stall from the current day might not have "cleared" yet. It was verified that the alarm was occurring at 10 min intervals. It appeared that the pump had not recovered yet. The medication being delivered via the device system was not reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.